Manufacturer narrative:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP smelling like burning plastic. The patient states it does not happen every night but they are afraid that this issue will catch something on fire. The patient wakes up form therapy and the device smells like it is burning. There is no report of smoke, flames, melting, warping, or voids/gaps in the enclosure. The device was plugged into the wall outlet. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. This case was initially submitted as reportable. Following a detailed reassessment and alignment with the documented risk analysis, it has been concluded that the event does not meet the criteria for reportability under the applicable regulations. The risk severity associated with the occurrence of ¿smells like burning plastic¿ is classified as low and does not present a serious risk to patient safety.

Event description:
The manufacturer received information alleging a dreamstation 2 advanced auto CPAP smelling like burning plastic. The patient states it does not happen every night but they are afraid that this issue will catch something on fire. The patient wakes up form therapy and the device smells like it is burning. There is no report of smoke, flames, melting, warping, or voids/gaps in the enclosure. The device was plugged into the wall outlet. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.